Manufacturer narrative:
D10: concomitant devices:  (B)(6), 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. (B)(6), 02-010-01-0235 - logic femoral ps cem left sz 3.5. (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 02-010-01-0335 - logic femoral ps cem right sz 3.5. (B)(6), 200-02-38 - three peg patella 38mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 112 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was reported under 1038671-2024-01476.